Event description:
It was reported that an asymptomatic patient presented to the clinic for a follow-up. The device was post-paced t-wave oversensing on the ventricular lead. Non-sustained lead noise episodes were recorded. The oversensing was noted on a stored egm. Programming changes were made successfully. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that although the device had been reprogrammed in the past, an incident of post-paced t-wave oversensing in the ventricular channel was reported again at a recent follow-up visit. Further reprogramming changes were made. Patient was fine.